Event description:
It was reported that during a rotational atherectomy procedure, during pre procedure testing with a 2.00mm burr, the wire fractured. The fractured portion of the wire was trapped within the burr. No pt injuries or complications were reported.